Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 70-year-old female patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including stress testing, manifold leak test, autocal valve test, cal check, airway pressure test and breath performance test without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.